Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigation. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the ureter was injured after the vessel sealer extend (vse) instrument sealed tissue. The vse instrument worked as intended, no intraoperative complications occurred with the instrument related to sealing, burning, or cutting, and all sounds were heard appropriately when in use. The surgeon had previously identified the ureter; blunt dissection was being performed with the vse. Tissue was grasped intended for sealing, unintentionally the ureter was within the grasped tissue. After a successful sealing event, it was identified the ureter was damaged and required intervention. A urologist was called to perform the re-anastomosis of the ureter. The vse continued to be used throughout the procedure with no complications. No significant blood loss was reported. The urologist was able to perform the re-anastomosis of the ureter successfully. The procedure was completed robotically. The patient is recovering well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the vessel sealer extend logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.